Event description:
The device was received for service. During service testing, fail code 500 was found in the event history. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the device evaluation was completed and failure code 500 was confirmed (found in event history) due to defective user interface module printed circuit board (uim pcb). Service installed a new uim pcb and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.